Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had severe cracks. During the call, the customer mentioned being in the emergency room with high blood glucose over 600mg/dl, and she was treated with an insulin drip. The customer experienced diabetes ketoacidosis, ketones in urine, and vomiting blood. The customer had gastroparesis and she believes that her high blood glucose has something to do with it. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Performed the high pressure test and the test passed. No further information was provided.